Manufacturer narrative:
MFR ref no.: (B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the flow rate test during preventive maintenance testing. The customer stated 100 ml was delivered when the device was programmed to deliver 150 ml. It was also reported there was no pt involvement.